Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a video evaluation of one device. The visual inspection of the returned video noted: the surgeon is using the insufflation bulb to try and inflate the balloon, however the balloon would not inflate. Without the physical device all functional evaluation is precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal procedure, the surgeon was trying to use the balloon to create pre-peritoneal space, then the balloon did not inflate. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. A video was also provided. Visual inspection identified in the video that the surgeon is using the insufflation bulb to try and inflate the balloon, however the balloon would not inflate. Visual inspection identified of the returned product that the balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was received. Functional testing found that while inflating the balloon a hole was observed. It was reported that balloon did not inflate. A related device issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur when balloon is in contact with sharp instruments. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The device instructions provide the following guidance: "care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.